Event description:
The multifocal intraocular lens (iol) was removed and replaced with a monofocal iol due to the patient's complaint of dysphotopsia-halos and glare. No patient injury or complications occurred during the replacement surgery.

Manufacturer narrative:
(B) (4). The lens has not yet been returned to the manufacturer for analysis. The iol met all manufacturing specifications prior to release. Halos are a known and labeled possible side effect of all multifocal lens implants. At this time there is no evidence to suggest any fault on the part of the device design or manufacturer.